Manufacturer narrative:
Correction: a1 - patient identifier should have been (B)(6) instead of (B)(6).

Event description:
It was noted that the patient's left ventricular (lv) lead exhibited elevated threshold which resulted in inadequate response to cardiac pacing. Patient presented for lv lead revision. The physician attempted to place a new left bundle branch area pacing (lbbap) lead placement but the pacing result was inadequate. The lbbap lead was not used. The lv lead was then capped and replaced during the procedure on (B)(6) 2025. The patient was in stable condition.